Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with a yankauer suction tube. The tip of yankauer broke off into the patients mouth during a procedure.

Manufacturer narrative:
An investigation is underway. Any conclusive results will be forwarded.